Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 300-400 mg/dl. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies to address the issue. Reportedly, the customer was admitted into the emergency room and was subsequently admitted into the intensive care unit (ICU), with a blood glucose (bg) level of 1000 mg/dl, with high ketones. Ketone levels identified as life threatening by their health care provider. Customer attempted to address the elevated blood glucose level by delivering a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and customer was released on 3/4/2023 with no permanent damage. Tandem technical support provided a complete system check, and the pump is functioning as intended.